Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles collecting in the mask and having breathing difficulties. There is no allegation of patient harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation.